Event description:
A customer reported that a cartridge was not fitting properly into the pump because the cartridge was not fully snapped into place, possibly due to an o-ring from a previous cartridge being stuck. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, after removing the case and inspecting the pump as instructed by technical support, successfully reloaded the cartridge without further assistance.